Event description:
I registered for a recall of my philips dreamstation go auto CPAP on (B)(6) 2021 and no one has contacted me to replace the device. The recall website states my dme will contact me but the dme (durable medical equipment) refers back to the philips. Recall website. The philips status report rep stated that the device is awaiting FDA approval. No one can give me the status the replacement after 16 months. Recall confirmation # 2021062201186228. Dreamstaion go serial# (B)(4). No one seems to care about expediting the recall process on this product. FDA safety report ID# (B)(4).